Event description:
It was reported that during a lap colon procedure the devices did not work at all or worked for a few minutes. There was no further information provided. No patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that five devices (a, b, c, d, and e) were returned. Devices a, b, c, and d had the blade cracked. Device e was received with the blade broken. Due to the damage to the blade, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Device e also had the clamp arm detached. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.